Event description:
Additional information received reported the patient had fusion in the c3-4 and c4-5 in which he had several seizures and believes he bent the plate and was sitting on the nerve. The patient was experiencing a tingling, pins, and needles feeling through out both his left and right arms and hands and when he awoke in the mornings both hands were completely dead. The patient was hurting real bad and believed if "it" sat too long on the nerve, it would become permanent and he did not want this to happen, as it had already happened in the past with his right leg which resulted in s1 permanent damage. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had his spinal-cord-stimulation (scs) system replaced the week previous. The patient had his system replaced his system because he lost his recharging system and it had not been working for a year. The implantable neurostimulator (ins) could not be returned. The patient's status was unknown.

Event description:
It was reported that the patient's insr was stolen in (B)(6) 2011. The patient's wife passed away and his insr was stolen at their place while they were at the hospital. (B)(6) 2011 is when the patient last fully recharged and last felt stimulation. The patient had relocated and had not found a healthcare provider yet. An overdischarge was suspected but not confirmed. The patient felt a pulling and burning sensation where the ins was and also noted a burning sensation going down his legs. This occurred when the patient was lying in bed. The patient also noted his bed moving up and down. The patient had 2 falls due to seizures and had not had his ins checked after those falls. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID 3998, lot # v175498, implanted: (B)(6) 2009; product type lead product ID 37752, serial # (B)(4), implanted: (B)(6) 2006; product type recharger, product ID 37742, serial # (B)(4), implanted: 2006; product type programmer, product ID 3708340, serial # (B)(4), implanted: (B)(6) 2009; product type extension, product ID 37083-40, serial # (B)(4), implanted: (B)(6) 2009; product type.

Manufacturer narrative:
(B)(4).